Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips and glabella with 0.55 ml of juvéderm volbella® xc. Four days later, the patient was again injected in the lips with 0.55 ml of juvéderm volbella® xc. The patient reported ¿bumps come up that turned into cold sores" and "a lot of pain and swelling¿ at the injection site 50 days later. The patient took valtrex 100 mg that day. Two days later, the patient reported the event to the health professional and was seen at the office 3 days later where the health professional noted the event as "a plaque or nodule with tenderness but not a cold sore.¿ patient was treated with a prednisone taper. The patient¿s primary care physician thought the event was a ¿bacterial infection¿ and prescribed doxycycline. Two days later, the patient was recommended naproxen pr otc and colchicine 0.6 bid, which was obtained the following day. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03190 (allergan complaint #pr 2432355). This MDR is being submitted for the first injection of suspect product, juvéderm volbella® xc.